Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent and abdominal pain. The same day as the peritonitis diagnosis, the patient was hospitalized and treated with vancomycin injection (1g, every 48 hours, intraperitoneal, ongoing) and gentamycin injection (20mg, once daily, intraperitoneal, ongoing) for peritonitis. The patient was discharged 11 days after hospital admission. At the time of this report, the patient recovered from peritonitis. Pd therapy was ongoing. It was reported the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.